Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she runs out of insulin in three days but her blood glucose was 435 mg/dl. The customer's blood glucose level was high. Her blood glucose level range was 400 mg/dl to 600 mg/dl. The customer received no delivery alarms. The infusion set had a bent cannula. Customer declined troubleshooting. The device was not returned.